Event description:
It was reported that patient had a large hematoma post implant, which led to an infection as it did not drain. The patient was stable prior to the explant but during the procedure, the surgeon lacerated the svc and had to open the chest. Post procedure the patient was stable and left the hospital okay.